Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the middle of the balloon broke in half, and the distal part of the balloon was inside of the bile duct which was removed with a rat tooth forceps. The characteristic of the stones was said to have been soft. The intended procedure was completed with a boston scientific 9-12 extraction balloon. The device referenced in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the referenced device broke inside the common bile duct. The users reported used an unidentified forceps to retrieve the broken fragment. There was no pt injury reported.